Event description:
The following information was reported: during pull back there was a balloon loss of pressure without the presence of calcium. According to the account the sheath showed no signs of damage when removed. Manual pressure was held for 15 minutes. The patient was discharged to home 4 hours post procedure without complications. Additional information: during prep, the black marker on the inflation indicator was fully exposed. Resistance was not encountered while inserting the device nor while pulling back. Procedure type: diagnostic peripheral vessel size: 6 mm stick location: medium sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. UDI number: (B)(4). Note: pi number is unknown as the lot number was not provided.